Event description:
It was reported that the footboard on the axiom luminos drf system became dislodged and fell down to the floor. The footboard became loose while moving the table from horizontal to vertical position. According to the customer, the alignment and the engagement of the footboard were checked. There are no injuries attributed to this event as no pt was on the table when the event occurred. The reported event occurred in austria.

Manufacturer narrative:
Our tech experts visited the customer site and determined that the footboard and the tabletop were damaged due to incorrect attachment of the footrest to the tabletop and a subsequent collision with the floor. The footrest will be replaced at the site and returned to the factory. (B)(6).